Manufacturer narrative:
H6: physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and verified the reported issue. Physio replaced the therapy pcb assembly as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device froze when attempting to deliver a shock during a patient event. The customer advised that the device was charged to 360 joules, when the shock button was pressed, the device froze for 30 seconds. When this happened they were unable to monitor the patient and no buttons were responsive. The device returned to normal on its own and they were able to charge the device shock the patient. The patient did survive and there were no adverse patient outcome due to the device use. The customer advised that no further information on the event or the patient is available.

Manufacturer narrative:
After further investigation, physio-control has determined that the cause of the reported issue was due to the therapy pcb assembly.

Event description:
The customer contacted physio-control to report that their device froze when attempting to deliver a shock during a patient event. The customer advised that the device was charged to 360 joules, when the shock button was pressed, the device froze for 30 seconds. When this happened they were unable to monitor the patient and no buttons were responsive. The device returned to normal on its own and they were able to charge the device shock the patient. The patient did survive and there were no adverse patient outcome due to the device use. The customer advised that no further information on the event or the patient is available.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device froze when attempting to deliver a shock during a patient event. The customer advised that the device was charged to 360 joules, when the shock button was pressed, the device froze for 30 seconds. When this happened, they were unable to monitor the patient and no buttons were responsive. The device returned to normal on its own and they were able to charge the device shock the patient. The patient did survive and there were no adverse patient outcome due to the device use. The customer advised that no further information on the event or the patient is available.